Event description:
Consumer reported complaint for high blood glucose test results and error messages (e-0 and e-2). Nurse (doctor's office) is calling on behalf of the customer. Customer had obtained the true metrix meter from the pharmacy the day before and had gone to the doctor's office as he "was unable to get the meter to work." The customer feels well and did not report any symptoms. The customer¿s expected blood glucose test result ranges are below 120 mg/dl am fasting and below 180 mg/dl pm fasting. During the call, a blood test was performed by the customer fasting and produced test result of 273 mg/dl using true metrix meter. Nurse stated that she was tested the customer's blood glucose using another device before calling and had obtained 196 mg/dl. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is (B)(6) 2027 and test strips were opened the day prior to the call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter error messages. H1: type of reportable event of serious injury being submitted due to no defect being found on returned products. Meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.